Event description:
It was reported that a right heart catheterization was performed for reasons unrelated to the cardiomems device. The sensor pressures were compared to the pressure readings obtained from the catheter during the procedure to assess the validity of the pressure sensor readings. The sensor was recalibrated and the baseline was decreased by 10.5 mmhg.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.